Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. During procedure, a fiber-like thrombus on the lobe of the device was noted after repositioning. The patient was administered heparin and the device was recaptured and removed successfully. No device was implanted. The delivery system was not in the patient for a significant period of time and the patient was not taking any medication prior that could have contributed to thrombus formations. Echo images and operative notes were requested but cannot be provided. The patient was reported to be in stable condition. Operative noted and images were requested but cannot be obtained.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. During procedure, a fiber-like thrombus on the lobe of the device was noted after repositioning. The patient was administered heparin and the device was recaptured and removed successfully. No device was implanted. The delivery system was not in the patient for a significant period of time and the patient was not taking any medication prior that could have contributed to thrombus formations. Echo images and operative notes were requested but cannot be provided. The patient was reported to be in stable condition. Operative noted and images were requested but cannot be obtained.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h10. An event of thrombus on the device was reported. The investigation confirmed the device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.